Event description:
Per independent repair center, the unit was alarming and had low o2. The key failure was the sieve beds being saturated and had a odor. Additional malfunction was the pilot valve would alarm and shut down.